Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, hypotension, hypokalemia and cardiovascular events and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-01456 and 1225714-2014-01457.